Event description:
On (B)(6) 2026, reporter was crushing pills for her mother using the cool knight electric pill crusher and heard a noise. The morning of (B)(6) 2026, reporter used the pill crusher again, heard the noise, and poured out the grounded pills before pouring it into her mother's fruit. She noticed inside the crusher, the plastic piece covering the screw was broken. She noticed the piece was missing and she is not sure if the plastic was grounded as well. She did not mix the grounded pill with the fruit once she realized. However, she is unsure how long the piece has been broken for.

Event description:
On (B)(6) 2026, reporter was crushing pills for her mother using the cool knight electric pill crusher and heard a noise. The morning of (B)(6) 2026, reporter used the pill crusher again, heard the noise, and poured out the grounded pills before pouring it into her mother's fruit. She noticed inside the crusher, the plastic piece covering the screw was broken. She noticed the piece was missing and she is not sure if the plastic was grounded as well. She did not mix the grounded pill with the fruit once she realized. However, she is unsure how long the piece has been broken for.